Event description:
Issues were reportedly encountered to establish communication between the ICD and the remote monitoring system. Then, during a regular follow-up on (B)(6) 2015, a warning message was displayed indicating that the rf communication function of the ICD had been automatically deactivated due to external unexpected activations on (B)(6) 2014.

Manufacturer narrative:
Based on preliminary analysis results, the reported event was due to pairing issues between the ICD and the involved home monitors. Numerous unsuccessful pairing attempts led to reach the maximum duration of rf communication that is authorized per day; therefore, rf was deactivated (as specified). It was reported that patient is not followed anymore by home monitoring, because of bad gprs coverage.

Event description:
Issues were reportedly encountered to establish communication between the ICD and the remote monitoring system. Then, during a regular follow-up on (B)(6) 2015, a warning message was displayed indicating that the rf communication function of the ICD had been automatically deactivated due to external unexpected activations on (B)(6) 2014.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Issues were reportedly encountered to establish communication between the ICD and the remote monitoring system. Then, during a regular follow-up on (B)(6) 2015, a warning message was displayed indicating that the rf communication function of the ICD had been automatically deactivated due to external unexpected activations on (B)(6) 2014.